Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly did not use the implant effectively. The company was informed that the recipient was explanted. The recipient was re-implanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Additional information: section h.6. Correction: section h.10 & h.11, h.6. The recipient was not re-implanted with another advanced bionics cochlear device. Prior to the permanent explant procedure, programming adjustments were made; however, the issue did not resolve. The recipient is recovering well after explant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.